Event description:
It was reported that during a laproscopic hernia repair procedure, the surgeon fired the stapler to attach the mesh. The staples jammed and then several staples released into the operating field and were malformed. There was no patient consequence.